Manufacturer narrative:
Product complaint #: (B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the patient that in 2002 she underwent a bypass procedure and later in 2011 or 2014 she had a revision of the bypass. She indicated that she has been ill since that time. After the bypass procedure she has experienced inflammation around the staple line. The patient wants to know the material composition of the staples. The rn informed the patient that the staples are made of titanium and do not contain any nickel. Her doctor has not recommended a course of action at this time. She went to a g.I. Doctor and had an endoscopy because of multiple different complications. That is when the g.I. Doctor informed her about the inflammation at the staple line. From this information the allergy doctor thought that she might be allergic to the staples used for the bypass. The report that was sent to the allergist from the g.I. Doctor only provided the brand, color and size of the staples but not the composition. Her most recent reaction was when she drank fluids, the fluids would get stuck. That is when she was referred to the g.I. Doctor and the allergy doctor. She has also had problems with food coming back up. There are short periods of time when she can keep food down. This is one of the reasons why she felt that she had to investigate her situation further. The g.I. Doctor prescribed a codeine product for her stomach and omeprazole. The g.I. Doctor has said that there is nothing that he can do for her. She will be seeing a doctor in a few weeks. Once she has seen the doctor she will call back with any pertinent details.